Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through CAPA#260774.

Event description:
It was reported with the use of the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was under-fill or low draw of a tube with blood. This event occurred 6000 times. The following information was provided by the initial reporter and translated to english: the customer stated ¿flouride tubes underfilling less than 0.8m 2ml flouride tubes, cat no 367587, filling around 0.5 ml-0.7ml range thought account practices closed collection technique.¿ flouride tubes underfilling less than 0.8m 2ml "flouride" tubes, cat no 367587, filling around 0.5 ml-0.7ml range thought account practices closed collection technique.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was under-fill or low draw of a tube with blood. This event occurred 6000 times. The following information was provided by the initial reporter and translated to english: the customer stated ¿flouride tubes underfilling less than 0.8m 2ml floride tubes, cat no (B)(4), filling around 0.5 ml-0.7ml range thought account practices closed collection technique.¿ flouride tubes underfilling less than 0.8m 2ml floride tubes, cat no 367587, filling around 0.5 ml-0.7ml range thought account practices closed collection technique